Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had received no delivery alarms. The customer's blood glucose level at the time of incident was 120mg/dl. The customer's levels had been as high as in the 300mg/dl to 440mg/dl range. The customer treated the highs with set change. Troubleshoot was conducted. The customer was advised to conduct entire infusion set change and return for analysis. The customer was being sent replacements.